Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the symptoms, it is reasonable to assume that this damage resulted from tensile forces, applied during the surgery. Furthermore the lead¿s distal part was found partly pulled out from the ring electrode. Traction forces during the explant procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that atrial events were coming in right on top of ventricular event. The patient was in a junctional rhythm. Additional information indicates that the right atrial lead had dislodged as confirmed by x-ray. This lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.